Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue. The event was further described as ¿the patient folded wings with one hand and turned them to the right, but it kept spinning without stopping¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further review of this report, it was determined that there was no suspect device reported. Should additional relevant information become available, a supplemental report will be submitted.